Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of judz0180 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (judz0180) have been reported from the same facility.

Event description:
It was reported IV initiated on (B)(6) 2020, on (B)(6) 2020 the IV j-loop tubing broke from hub. No other information was provided.